Event description:
Philips received a complaint from the customer indicating that the v60 ventilator displayed error code 110b, ¿check vent: proximal pressure sensor auto zero failed.¿ it was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Error code 110b was identified in the event log. The customer indicated that the flow sensor assembly had been replaced earlier this month. At the direction of the rse, the customer inspected the pins from the auto zero solenoids to the data acquisition (da) printed circuit board assembly (pcba), where one bent pin was identified. The rse instructed the customer to remove the da pcba, realign the bent pin, and reinstall the da pcba, ensuring all pins were correctly seated. The customer was also advised to perform the required post-reinstallation testing in accordance with service manual. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 05dec2025, 30dec2025, and 15jan2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.